Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event. Both battery release latches were broken inside the battery compartment. The main keypad was also found to be mechanically out of specification (on button collapsed), and the upper/lower cases were broken. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator had two release buttons for the battery compartment that needed to be replaced. The generator was returned for repair. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the release buttons on the external pulse generator (epg) needed to be replaced. Therefore, the epg was returned for repair. There was no patient involvement.